Event description:
It was reported that the pump screen was frozen and unresponsive to customer input despite attempts to reset it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer chose to use multiple daily injections as a backup therapy and was instructed by technical support to return the problematic pump using a pre-paid label within 10 days. The customer acknowledged and understood the instructions, and the pump was confirmed to be under warranty.